Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a change sensor alarm. The customer's blood glucose reading was 12.2 mmol/l. The customer stated that there was a cal error followed by a change sensor alert. The customer stated that the first cal was accepted but there were suspend and low alerts. The customer verified that the blood glucose was incorrect. The customer was advised that the change alert occurred due to twice cal errors. The customer will be sent replacement sensors.